Event description:
It was reported that movement of the closure device occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted. No recaptures were performed and the device met the release criteria. At the 45 day follow up, transesophageal echocardiogram (tee) imaging showed the closure device tilted sideways. The patient remained on the oral anticoagulant medication. Another tee will be performed in a month to assess the position of the closure device. There were no patient complications.